Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant med products: handpiece device. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the reaming attachment device was producing a lot of heat during use. It was reported that the device would sometimes stop working during surgery or the speed of the device would decrease. It was reported that the handpiece device was working fine. It was reported that there was no delay in the procedure due to the event. It was not reported if there was a spare device available for use. It was reported that the procedure was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device was producing a lot of heat during usage was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had a seized bearing and moving parts of the device were not moving smoothly. It was further determined that the device failed pretest for check for free movement. The assignable root cause of this condition was determined to be traced to component failure due to normal wear.